Manufacturer narrative:
.

Event description:
It was reported that the lead was exhibiting noise on the ventricular sense/pace channel. As a result of the noise, pacing was being inhibited and the patient was not receiving appropriate pacing support. Device could not be reprogrammed. The lead was not replaced, but instead an abandoned pace/sense lead was used. The defib portion is still active.